Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open gastrectomy, the device could not be fired. The anvil was reattached to the trocar, but the issue did not improve. The device was used between the esophagus and the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.